Event description:
Procedure: end to end anastomosis. After firing, confirmed the anvil tilted. When removing the device from the cavity, the device caught on the tissue and it could not be removed. The surgeon forced the instrument and tore the tissue.